Event description:
It was reported to philips the device would not power on and there were no light-emitting diodes (leds) lit up. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). It was determined the power supply did not have the 24 vdc present at the output. The power supply did not have the 120 vac present at the input. The ac power cord had 120 vac at the end of it. The rse advised that the ac inlet may be faulty. The rse provided the part number for the ac inlet. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/30/2022, 10/11/2022 and 10/18/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.